Event description:
A .035 trailblazer was inserted over the spider wire to retrieve the filter basket post intervention. As catheter was advanced over basket and the wire was gently pulled to retrieve. The physician was pulling on the spider wire but the filter basket was not moving. Under fluoroscopic guidance, it was determined that the filter basket and wire had separated. The filter basket was partially inside catheter, and using fluoroscopic guidance, the trailblazer was slowly removed. The catheter with spider basket was removed without incident from the patient. The filter basket remained partially captured in trailblazer during removal. Evaluation of the returned device on july 17, 2015 confirmed that the filter is separated from the capture wire. The returned device has damage is consistent with that captured in 2 received images. The images were of a recovered spiderfx filter and a kinked capture wire, and of a spiderfx within a catheter.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).